Event description:
Covidien rec'd info stating that during testinng o2 sensor error occurred, which could not be resolved by calibrating the oxygen sensor. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).